Event description:
Had (B)(6) custom total joint implant which began to fail and jaw opening was down to 6mm. Device removed. Pt currently dealing with following symptoms: allergies to nickel, nerve damage, severe facial pain, gastritis, kidney infections, constant vomiting, eye nerve damage, lost taste, smell, touch, tongue, oromandibular tremor, stomach damage, jaw chatters, balance off, ears are crackle, vibration shock feeling, constant headaches, delay in through process/memory, always tired and fatigued, dizziness, lips are numb, bleeding in lip/chin area, and leg and eye twitching.